Event description:
The customer contacted stryker to report that their device's energy charge is inoperative. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The reported issue was able to be verified and duplicated. The root cause of the issue was physical damaged therapy head. The issue was resolved by replacing the therapy head. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and replaced the battery pins. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and replaced the therapy head. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and replaced the battery pins. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's energy charge is inoperative. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.